Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient. This is a second sensor for the patient as their first sensor had also transmitted dampened waveforms as reported in (B)(4). The physician reported that the patient anatomy limited vessel options and they ultimately opted to deploy the sensor in a branch of the right pulmonary artery which measured approximately 6 mm. According to the cardiomems hf system instructions for use the patient¿s pulmonary artery vessel inner diameter must be >7 mm at the site of device implant.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. Dampened sensor was confirmed to be in too small a vessel via chest x-ray. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.